Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6)2010; inratio: 4.2; lab: 5.9. Date: (B) (6) 2010; inratio: 2.6; doctor's meter: 3.3.

Manufacturer narrative:
Investigation pending.